Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed active exhalation purge valve closed and active exhalation proport valve opened test steps during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) was replaced to address the issue. Additionally, the device did not meet acceptance criteria of evaluation process for the device's rubber feet are missing and the front case enclosure is damaged. The device's rubber feet and front case enclosure were replaced. The warning label and faa label are peeling, and the mr unsafe label is missing. The warning, faa, and mr unsafe labels have been replaced. The device passed all testing